Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows both ts are free from the insertion needle. The distal end of the depth limiter is damaged/crumpled. This condition is consistent with over penetration during deployment of t1 which resulted in t2 being stripped off the needle. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved. Both implants were implanted and removed from the patient. No delay was noted and no patient impact.